Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A batch record review was conducted resulting in the following: the lot 6004895 was manufactured according to the wi version 58 manufactured in the line #1, on 13/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production, other zero complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure. .

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in france. It was reported that the patient was hospitalised on (B)(6) 2024 evening following persistent hyperglycemia for 48 hours and general weakness. Also, the patient had blood glucose ranging between 300 to 450 mgdl and ketones of 1.6 mmol/l. The patient was still in hospital on (B)(6) 2024. No further information was available.